Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an air bubble was observed in the luer lock connection. The customer's blood glucose level was not impacted. Tandem technical support educated the customer in regards to air bubbles.